Manufacturer narrative:
After the procedure, olympus representative visited the facility, and they tried to recreate the reported event but could not. The subject device was returned to olympus medical systems corp for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device occasionally disappeared when the facility activated a high-frequency generator during a liver resection surgery. It was reported that the endoscope image on a monitor with digital video interface ( dvi) cable disappeared but the image on another monitor with serial digital interface (sdi) cable did not disappear during the procedure. The subject device was used in combination with non-olympus high-frequency device model vio300d(erbe). The facility completed the procedure using the subject device and there was no patient injury report. The facility reported that they tried to duplicate the phenomenon without success after the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to omsc for evaluation. In the evaluation, the reported phenomenon that the endoscopic image of the subject device disappeared was not duplicated. In addition, the evaluation confirmed followings. There was a water leakage from the objective lens on the distal end of the subject device. There were many scratches and dents on the subject device. Since the reported phenomenon could not be duplicated, the exact cause of the reported event could not be conclusively determined. However, considering the water leakage, it can be surmised that temporary short-circuiting occurred due to water and the lost endoscope image occurred. The water leakage was likely due to a damage of the adhesive around the objective lens, considering many scratches and dents on the subject device. The damage of the adhesive was possibly caused by inappropriate handling at the user facility. The instruction warns: do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".